Event description:
It was reported to medtronic minimed that the customer experienced damage below the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Customer discontinued the use of the insulin pump. Mmt-1712k was requested and customer responded the device was returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. The pump was received with a missing retainer, a partially broken reservoir tube lip, and a missing reservoir tube o-ring. Unable to lock a p-cap into the reservoir compartment due to the missing retainer, partially broken reservoir tube lip, and missing reservoir tube o-ring. The following were noted during a physical inspection: missing retainer, stained keypad overlay, peeling keypad overlay, missing display window cover, cracked battery tube threads, cracked battery compartment, partially broken reservoir tube lip, scratched case, pillowing keypad overlay, and missing reservoir tube o-ring. Missing retainer, partially broken reservoir tube lip, and missing reservoir tube o-ring are confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.